Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt saw his cardiologist and continued to use the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 04/2014 - initial use. Electrode belt (B)(4): 12/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 09:27:27. The rhythm at the time of the treatment was atrial fibrillation (af) with a rapid ventricular response at 188 bpm. The af contributed to the false detection. The pt was conscious and golfing at the time of the event. The response buttons were not pressed during the event. The pt saw his cardiologist and continued to use the lifevest.